Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over. A technical support specialist dialed into the server and ran the server downtime query, confirming that all messages were crossing over, checked the synchronization information and verified that all stations were communicating properly, reviewed a patient sample and identified that the unit assigned to the patient was incorrect, contacted customer and informed of the incorrect unit assignment, advising the customer to reach out to the admissions team to resend the correct unit. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple patients were not crossing over. Customer mentioned that they had to put the station on critical override in order to pull the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.